Event description:
Customer reported secondary infusion of clindamycin backed up into primary normal saline infusion. No patient harm was reported. No medical intervention was required.

Manufacturer narrative:
Manufacturer's report date: 04/13/2011. (B)(4). The customer's report of secondary back flowed into primary was confirmed. Testing identified a malfunctioning check valve. The malfunction was due to a clear particle located between the housing seal area and the affixed silicone diaphragm. The particle was identified to be pvc. The cause of the check valve failure is due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The source of the pvc particulate was not identified.